Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was intermittently "glitch[ing]" and "flash[ing] orange." Subsequently, it was reported that the pump touchscreen was intermittently delayed in responding to presses. Customer's blood glucose was between 98-170 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.